Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive post-operatively. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive post-operatively. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive post-operatively. Evaluation by the service representative and photographs received at sorin group (B)(4) indicated that liquid had penetrated into the touch screen, causing the problem. A CAPA has been generated and is on-going to investigate this problem. A change order was implemented as a corrective action. No nonconformities were noted during device history record review.